Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory. Additionally, the alleged missing readings indicated by the customer were found in meter's memory with different time stamp. It was found that the date and time set on the meter was incorrect.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured the customer's weight was not provided. The device identifier # in was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.